Manufacturer narrative:
Event description: it was recorded that this reveal linq registered pause episodes that might be falsely. Preliminary geo assessment: available egm does suggest these pause episodes are not real pause episodes. As we can see artifacts and rc-decays (dc-offset re-adjustment) a contact change is indicated. It could be the linq is implanted somehow into an enlarged pocket and/or the linq is tilted inside its pocket. Device issue is not suspected preliminary geo conclusion: no direct patient safety involved closure communication via the ts communication.

Event description:
It was reported that the patient's device had false pause episodes and artifacts. The device remains in use. No patient complications have been reported as a result of this event.